Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that the bolt attaching femoral stem to femoral component snapped off (96-0771). It was also stated that there was a loosening occurred from bone to cement interface. Cement is of competitor. Surgeon left tibial component and patella and removed everything else and placed new femoral component and insert in.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.